Event description:
Patient was revised to address hip pain. (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered cobalt and/or chromium poisoning, constant pain, loss of mobility and revision surgery. There is no new information that would change the outcome of the investigation. (B)(6) 2012 - ppd received. In addition to pain, operative reports stated corrosion. Therefore, we are adding the sleeve and stem.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint databases did not show any other reports against the provided product and lot combination. At this time, this is considered an isolated incident. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.